Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. A philips remote service engineer (rse) received a complaint indicating that customer was unable to access the service database. The customer has confirmed the necessary part number with the rse. The system does not fully comply with the specifications for the service performed and is being returned to use with limitations, as agreed upon by the customer. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system would not boot up; it was stuck at 0:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.